Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 28-sep-2023, a correction was noted to the 3500a initial as there was no prolonged hospitalization. Therefore, should not have checked b2. Is hospitalization initial/prolonged. In addition, updated h6. Health effect - impact code from hospitalization or prolonged hospitalization (f08) to recognised device or procedural complication (f15).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Description of health problem was a cardiac tamponade. Timing was after the end of the pulmonary vein isolation (pvi). Drainage was performed as it was. Progress was after drainage was performed, the patient was transferred to intensive care unit (ICU). Physician assessment of the health hazard was non-serious (moderate/minor). The physician commented that the issue was probably attributed to his catheter because the blood drained was from the right ventricular system. During box isolation. Atrial septal puncture was performed with rf needle. Ablation was performed before tamponade was confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was low flow 8ml, high flow 15ml. Box isolation was completed and the procedure was finished. Method of cf monitoring was real time graph; dashboard; and vector. Coloring settings for visitag was tag index. Visitag additional filters was fot. Causal relationship with product was unknown. There were no abnormalities observed prior to and during use of the product. Additional information was received on (B)(6) 2023. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. The event occurred during the ablation phase, during box isolation. Irrigated catheter was used in the event, the flow setting was low: 8ml, high: 15ml. No error messages observed on biosense webster equipment during the procedure. Additional information was received on (B)(6) 2023. Outcome of the adverse event was fully recovered. The patient had been discharged the hospital. The patient did not require extended hospitalization. Visitag module was used, parameters for stability used was range 2.5mm, time 3s, fot 25%/3s, tag size 3mm. Irrigated catheter was used in the event, the flow setting was low: 8ml, high: 15ml. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31089073l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).